Event description:
The event is reported as: complaint alleges: the device was not functioning properly. It would not suck or drain during use on a pt. No reported pt injury.

Manufacturer narrative:
Device sample not returned to MFR at time of this report. DHR review revealed no issues or discrepancies that can potentially relate to the complaint description were detected. The product was assembled and inspected according to specifications. Root cause unk.